Manufacturer narrative:
Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer reported adding insulin outside of the pump load sequence. Cts informed customer that this is off label per the user guide. Customer changed supplies to address the occlusion alarm, and resumed insulin delivery. Customer¿s blood glucose level was 201 mg/dl.